Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018 an unexpected receiver shutdown occured occurred. No additional event or patient information is available. No product or data was provided for evaluation. Confirmation of the complaint could not be determined. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and it passed. The receiver was charged and rebooted. Data was received but there was no data within the investigation window. A functional test was performed and it passed. "Try it" manual tests were performed and the tests passed. A discharge test was conducted and it passed. The receiver case was opened and the internal inspection passed. Confirmation of the allegation and a root cause could not be determined.